Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient required medical intervention for a blood glucose (bg) level of 83mg/dl, despite attempting to counteract by drinking orange juice and milk. Subsequently, patient visited the emergency room for treatment and was advised to remove the pod. Additionally, personal diabetes manager (pdm) basal delivery settings were lowered. No further information could be obtained, despite multiple due diligence attempts to reach the patient. Upon any new information received, a supplemental report will be filed.

Manufacturer narrative:
Revised from required intervention to other. Erroneously referred to event as "hospitalization" when it should read "ER visit."